Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation due to an air embolism. The sheath was prepared according to instructions and without difficulty prior to its introduction into the patient. Once placed in the left atrium the dilator was removed and the sheath was aspirated, during which the physician noted an abnormal amount of air was drawn out of the sheath. He fully aspirated twice with a 20ml syringe, the contents of which were mostly air. Air was confirmed to have entered the patient's left atrium via x-ray, further supported by st elevation observed on the ECG. The sheath was removed from the patient and the st elevation resolved soon after. Further x-ray imaging ruled out any air being trapped in the left atrium or left ventricle. Due to the air ingress the procedure was cancelled, and no further patient complications were observed. The sheath has been received for analysis.

Manufacturer narrative:
Initial reporter phone number exceeds character limit: (B)(6). Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. Additionally, the air embolism and st segment elevation were determined to be known inherent risks of the device as the sheath's labeling lists them under "potential procedural complications".

Manufacturer narrative:
Initial reporter phone number exceeds character limit: (B)(6) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation due to an air embolism. The sheath was prepared according to instructions and without difficulty prior to its introduction into the patient. Once placed in the left atrium the dilator was removed and the sheath was aspirated, during which the physician noted an abnormal amount of air was drawn out of the sheath. He fully aspirated twice with a 20ml syringe, the contents of which were mostly air. Air was confirmed to have entered the patient's left atrium via x-ray, further supported by st elevation observed on the ECG. The sheath was removed from the patient and the st elevation resolved soon after. Further x-ray imaging ruled out any air being trapped in the left atrium or left ventricle. Due to the air ingress the procedure was cancelled, and no further patient complications were observed. The sheath is expected to be returned for analysis.